Manufacturer narrative:
A device history record (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found case damage, cracked/broken (plunger lever) right and left plunger case, missing battery door and visible contamination by the l bracket pole clamp. Functional testing was unable to duplicate syringe size error; therefore, no root cause can be determined. Cases were replaced, replaced missing battery door, cleaned and calibrated the device, performed occlusion test and all functional tests passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # 617147.

Event description:
It was reported that the device was indicating a syringe size error and the battery door was missing. No patient injury was reported.